Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was cut through in the insulation 40.5 cm from terminal pin. Dried blood in lead through cut. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high defibrillation thresholds. The lead passed electrical testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high defibrillation thresholds and was explanted. No additional adverse patient effects were reported.